Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination ex guiding sheath was used for a severe stenotic lesion using a retrograde approach, however, it was difficult to manipulate the guiding sheath because of partial severe calcification. The guiding sheath was pushed and pulled many times, but resistance became higher. The guiding sheath was therefore withdrawn and successfully remove from the patient. The tip of the guiding sheath was found to be deformed. The device was not used and was replaced with another destination ex guiding sheath to continue the procedure. The approach was changed from antegrade to retrograde, and the guiding sheath was able to go through the severe stenotic lesion. Subsequently, the procedure was successfully completed. The estimated blood loss was less than 250cc. There was no health damage for the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.